Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) indicated the replacement pump was ordered but the case was not scheduled and should be any day. The intention was to send the pump back. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the pump replacement was scheduled for tuesday, (B)(6) 2018 at 2pm and the pump would be mailed back. The patient was still fine and currently being treated with oral baclofen. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis revealed pump motor/gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to gear wheel three. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump. The event/difficulty occurred on (B)(6) 2018 and motor stall occurred and never recovered. The pump would be replaced in the future. When asked to describe any environmental/external/patient factors that may have led or contributed to the issue the physician said ¿none¿ to all of the above asked. No diagnostics/troubleshooting occurred, and the patient was given oral baclofen until replacement. The issue was not resolved at the time of this reported and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were ¿unable to obtain, no available.¿ it was noted it would take at least a week to get it taken out because the va hospital where the patient had insurance would not do it so there was a lot of paperwork to send the patient to another facility. He did not know yet who would do the surgery to replace it. Surgical intervention was planned but was not scheduled. The patient¿s weight and medical history were ¿asked, but unknown.¿ additional information was received from the hcp on (B)(6) 2018 indicated the patient did not recently have a MRI and the event log report showed a motor stall occurred and ¿stopped pump period may exceed tube set.¿ reported symptoms included nausea, vomiting, and diarrhea and the symptoms started 2-3 days ago. The patient was admitted to the emergency room (ER) last night ((B)(6) 2018) because they thought the patient had gastroenteritis. The doctor found out about the motor stall on (B)(6) 2018 and the motor stall occurred on (B)(6) 2018 (this date was conflicting from the date (B)(6) 2018 that was first provided for the date of the motor stall). This additional information also reported the patient was receiving intrathecal hydromorphone 17.6 mg/ml at 10.014 m g/day, clonidine 76.4 mcg/ml at 43.47 mcg/day, and bupivacaine 5.7 mg/ml at 3.2432 for chronic low back pain and spinal pain. No further complications were reported/anticipated or expected.